Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted after the lead dislodged. When attempting to reposition the lead the helix retracted but would not re extend. Upon explanting the lead excessive tissue stuck in the helix restricting it from deploying no additional adverse patient effects were reported.

Manufacturer narrative:
Despite efforts to obtain information this lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.